Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was treated with saline and nausea medication in the emergency room for elevated blood glucose (473 mg/dl) and ketones considered dangerous by healthcare provider. Customer left the emergency after 7 1/2 hours in stable condition and blood glucose of 293 mg/dl. Reportedly, "pump was not performing to the customer's liking". However, customer did not report any specific device issue. Tandem technical support and clinical diabetes specialist made multiple follow up attempts; however, the customer did not respond.